Manufacturer narrative:
Insulin pump received with compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Unit received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked case. (B)(4).

Event description:
Customer reported that insulin pump would receive a no delivery alarm during priming. Customer's blood glucose was unknown. Customer also received physical damage. Insulin pump would be replaced.